Manufacturer narrative:
All buttons function properly. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self test. No pump error 43 alarms noted during test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 43 alarm on 02/20/2025 05:10:23.000, 02/20/2025 05:30:20.000, 02/20/2025 05:42:00.000, 02/20/2025 05:43:30. Pump was cut open to perform visual inspection no moisture damage electronic assembly. However, found corroded motor home switch during visual inspection. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. All buttons function properly. Unit passed all required test. No pump error 43 alarm noted during testing. However, pump error 43 alarms were confirmed in the pump history download due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and noticed keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error and the customer was not able to clear the error. The time clock advanced. Troubleshooting was performed for keypad anomaly and found that buttons become responsive again after replacing battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.